Event description:
According to the rptr, one of the ac mains connector prongs on the device is broken off. No pt use was associated with the report.

Manufacturer narrative:
Physio-control supplied parts info to customer for repair.